Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 4 had failed, but the unrecoverable error had not appeared on the screen as a failure. The field service engineer (fse) had dialed in and identified a failed icon for the tower door. And the fse had logged in, changed the access order for the tower from 3 to 6, and saved the changes, which had cleared the failure and then returned to the settings and reset the access order to its original value of 3 and verified functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a problem in which tower door 4 was unable to recover. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.